Manufacturer narrative:
A direct relationship between the device and the reported gi bleeding could not be determined. The info provided indicated the pt had issues related to gi bleeding, the pt was admitted to an outside hospital for gi bleeding, he was given 7 units of prbc's and 5 units of ffp then transferred to the center. Additional info provided indicated that the pt's anticoagulation is being held and was discharged home with no further issues related to gi bleeding. The pt is also receiving medication injections every 2 weeks. The pt continues ongoing vad support. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted to an outside hospital for gi bleeding. The pt was given 7 units of prbcs and 5 units of ffp and transferred to the implanting center. The pt's anticoagulation was being held and he was discharged to home without any reoccurrence of gi bleeding. The pt is currently receiving octreotide injections every 2 weeks.